Manufacturer narrative:
Alleged failure: "transmitter would go black in and out throughout the whole case, no adverse consequences, case delay and patient involvement. Procedure was completed." Conclusion: reported failure mode was not reproduced during testing but a number of mid-session wireless video transmission interruption events were found in st logs downloaded from transmitter s/n (B)(6). Probable root cause is likely due to video source instability. A stable 1080p video signal processed by synk 4k for wireless transmission should maintain a consistent pixel height/width value of 1080x1920. Logged video stream parameters found intermittently deviations of 1079 and 1084. This can indicate that either the video source itself was malfunctioning or the hdmi cable connected to the transmitter was loose or damaged, causing intermittent corruption of the video signal. Any underlying hardware fault with the transmitter itself can be ruled out as this pattern was not reproduced with known working video sources and hdmi cables during testing. Indications of moderate to severe wireless interference was also found in logs but any effect would likely be limited to wireless video output and connection stability. Use of 20mhz transmission mode could potentially mitigate wireless interference issues by increasing the availability of channels for use by synk 4k. However, video source will be limited to 1080p in order to use this feature. When configured in 20mhz mode, a brief pulsing blue led light will be visible when powering up the transmitter. If a 4k video source is detected while in this state, the led will pulse amber and wireless link functionality will be disabled. Please see pg. 19 en of synk 4k user guide for more information. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.